Manufacturer narrative:
Trackwise complaint number: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge field service engineer (fse) evaluated the iabp unit and found that the blood had only gotten to the safety disk. The blood detected alarm worked properly, it caught the blood contamination as soon as it hit the patient interface module. The fse replaced the pneumatic module (0997-00-1178) and completed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, blood was discovered in the tubing of the cardiosave intra-aortic balloon pump (iabp). The customer swapped the iabp units, and did not have additional information at the time they called getinge. No patient harm, serious injury or adverse event was reported.